Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer reports an open area the size of a dime immediately below stoma, which is approx. 1/8 inch deep with red tissue. Applied over the counter antibiotic ointment and clear adhesive dressing to skin immediately below stoma. Did not receive medical treatment. Wear time of 1 to 3 days. Cleans with water only. Uses competitor brand adhesive remover and protective barrier wipes. Uses stomahesive paste around stoma. Stoma measures 45mm and protrudes less than one half inch. Deep crease to each side of stoma. Abdomen is round.